Event description:
It was reported that the lead was attempted but not used during the implant procedure. The lead helix would not extend during placement. A second lead was attempted but not implanted due to the helix not extending during implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial lead was attempted but not used during the implant procedure. The lead helix would not extend during placement. A second atrial lead was attempted but not implanted due to the helix not extending during implant. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and analysis was performed and no anomalies were found.